Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the high energy endo therapy accessories, such as a laser and high frequency endo therapy accessories, may have been used without maintaining enough distance from the tip of the endoscope. The following information from the instructions for use (IFU) pertains to this event: gif-h290t operation manual, chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.